Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch caused cutting and irritation to the patient while wearing for treatment. Additional information requested.

Manufacturer narrative:
DHR evaluation: we reviewed the DHR for this (B)(6)/ patient ID# (B)(6)/ practice ID# (B)(6), qty. (B)(4) items assy-500011 (aligner), qty. 2 items assy-500010 (templates), were packaged by the second shift by bag and box operation on (B)(6) 2024, manufacturing supercell sc2, equipment pua-3. The sales order was inspected and met with the acceptance criteria provided by qa. Failure mode - sharp edges; root cause - no defect, no defect during the manufacturing process; conclusion code - no failure found.